Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 380 mg/dl . The customer did not contact their health care provider for high blood glucose. The patient stated that they have a back up plan. The patient was treated with boluses from the insulin pump and change his infusion set and drink water. Patient does feel okay to troubleshoot.